Event description:
It was reported that during a follow up in clinic, an inaccurate longevity estimate was noted on the device after the implant date of the device was programmed into the device. Abbott technical support was contacted, and recommended clearing of the diagnostic data to resolve the event. No additional intervention has been performed at this time. The patient was in stable condition.